Manufacturer narrative:
Continuation of d10: product ID tm90q0 serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they did not have an infection. To resolve the issue the patient call and put in a new device. Patient stated "these kinds of problems happen". It is unknown if the issue was resolved. It was unknown what caused the low communicator battery message.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had problems with the device living up to what it's supposed to do controlling their frequency and urges. Patient noted that they met with their representative (rep) a while ago and they switched it to a different program. Patient stated they were in pain all weekend long and it was like they had a raging infection of some kind. Patient stated that they called their rep and went back to the regular program and now they were back on their regular settings.. Caller also stated that they received a low communicator battery message when they attempted to connect to their therapy settings today. Caller stated that prior to connecting to their ins they had a green light on their communicator. Patient was able to make necessary stimulation adjustments. Patient will continue to monitor communicator health and call back if necessary.

Manufacturer narrative:
Continuation of d10: product ID tm90q0 serial# (B)(6) product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.